Event description:
Per the clinic, the patient experienced an infection where yellow pus was located in the tissue around the abutment site. The patient was placed under general anesthesia on (B)(6) 2024, in order to explant the device. The patient was also treated with topical antibiotics during the same surgery. Subsequently, the patient was transitioned to a transcutaneous osia implant system.